Event description:
I used the at home test kit for on/go covid testing. The test did not register the control line which shows that the test is at least working. Manufactured by access bio, inc. Distributed by (B)(4). I attempted to call the companies on (B)(6) 2022 at 11:05 est to complain and ask for a refund. Both companies were unreachable. Accessbio said their mailbox was full and the call disconnected. (B)(4) had an ivr and I chose to speak to customer service, and then it continued to ring with no further instructions and no one answered the call. Their lack of customer support is unacceptable. How can a company launch a product and not be available to ask questions or log a product quality complaint? Access bio phone number on product (B)(4). (B)(4) phone number on product (B)(4). Lot number cp21h12, exp jan 2022, (B)(4). FDA safety report ID# (B)(4).